Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer had the adc freestyle libre sensor filament tip in the skin after a sensor was removed and experienced pain at the sensor site. Hcp contact was made on (B)(6) 2021 and went through microsurgery for filament tip removal. The customer was also prescribed pain medication as needed. A report of a blood glucose of 308 mg/dl and diagnosis of hyperglycemia was provided however it is unknown if medical treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.